Event description:
The surgeon implanted the perform humeral #3 standard stem in the patient and while attempting to impact the 39mm + 6 reverse insert he couldn¿t successfully seat it into the stem. After several attempts it was decided to open a second reverse insert. Prior to attempting to implant the second reverse insert the humeral cut surface was inspected, trimmed & reamed to assure that there was nothing blocking the insert to seat correctly. On the second reverse implant attempt the surgeon experienced the same issues and ended up dropping the second implant to the floor. The surgeon then explanted the perform humeral stem and attempted several times to impact the reverse insert that was opened the first time on the back table with the impaction stand without success. At that time, he asked for a new perform humeral stem to be opened and reverse insert. The new perform humeral stem and insert was implanted without any problems. This whole troubleshooting process probably added 20-30 minutes to the surgical time.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The surgeon implanted the perform humeral #3 standard stem in the patient and while attempting to impact the 39mm + 6 reverse insert he couldn¿t successfully seat it into the stem. After several attempts it was decided to open a second reverse insert. Prior to attempting to implant the second reverse insert the humeral cut surface was inspected, trimmed & reamed to assure that there was nothing blocking the insert to seat correctly. On the second reverse implant attempt the surgeon experienced the same issues and ended up dropping the second implant to the floor. The surgeon then explanted the perform humeral stem and attempted several times to impact the reverse insert that was opened the first time on the back table with the impaction stand without success. At that time, he asked for a new perform humeral stem to be opened and reverse insert. The new perform humeral stem and insert was implanted without any problems. This whole troubleshooting process probably added 20-30 minutes to the surgical time. No complementary anesthesia was given. No bone loss was experienced due to these complications. Perform humeral core tray and perform humeral stem tray was used for this surgery.

Manufacturer narrative:
Corrections: refer to b5 executive summary (additional information to event details) the reported event could be confirmed, since the device was returned for evaluation, and matches the alleged failure. The device inspection revealed the following: visual inspection a visual inspection revealed the returned poly inserts (dwp2396 x 2) have deformed metal rings that circumvent the devices. There are chips, gouges, and scratches to the poly on both devices as well. According to the r&d engineer, ¿the bent nature of the ring typically indicates that the device was impacted without first applying thumb pressure to the poly. This thumb pressure is prescribed per the technique and helps to center the locking ring. Functional inspection: the r&d engineer was able to seat the complaint devices in our split fixtures without issue by following the surgical technique. Both were fully seated with 1-2 impactions after applying some thumb pressure to each device. A review of the device history for the reported lot did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on analysis of the returned component and provided information, the root cause was attributed to user related issue. The most likely cause of the reported difficulty is due to the user not applying thumb pressure to the polyethylene component prior to impaction. The surgical technique instructs the user to ¿apply hand pressure to begin to engage the locking mechanism.¿ if any additional information is provided, the investigation will be reassessed.